Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the infusions are infusing 20 to 50 minutes longer than expected. There was no patient harm.